Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 145 mcg/day via an implanted pump system. As of (B)(6) 2016 the use was ongoing. Session data reports showed the pump delivered lioresal 2000 mcg/ml at 144.9 mcg/day as of (B)(6) 2015. It had previously delivered lioresal 2000 mcg/ml at 129.9 mcg/day as of (B)(6) 2015, and 125.1 mcg/day as of (B)(6) 2015. The patient stated that the catheter "developed a leak in the hose so they had to re-do it". This occurred in (B)(6) 2015. A healthcare provider later reported that they had suspected a microtear, but redirected follow-up efforts to the managing physician. The managing physician later reported that a catheter access port (cap) study was performed and was negative. A repeat trial was positive. A bolus was negative. X-rays were negative. The catheter was replaced and the patient responded. The catheter tip was placed at t8. The cause of the event was not determined. The patient was taking amlodipine, irbesartan, and labetalol at the time of the event.